Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to dislocation after a reverse shoulder system. The surgeon removed a delta xtend 38 +3 poly cup and a 38 std glenosphere and replaced with a lateralized glenosphere and a retentive cup. Doi: (B)(6) 2019; dor: (B)(6) 2019; left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.